Event description:
It was reported that the user entered a meal announcement and then received an occlusion alert on the ilet bionic pancreas, did not dismiss the alert, and later experienced hyperglycemia reported at 297 mg/dl. The user was instructed on how to dismiss the alert and advised to call back if it persisted, and a follow-up confirmed a downward trend. Customer care provided support troubleshooting and monitoring of glucose trend following guidance. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no confirmed device malfunction identified based on available information. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education and resolution without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.